Event description:
Bird vip failed to cycle while in use on pt. - this was noted by a nurse in attendance in the room. Pt was removed from the ventilator & manually ventilated with a resuscitation bag. Pt was on pulse oximetry @ the time.